Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the front panel display disappeared due to defective front panel, and the average pressure flow was low due to a defective regulator unit. However, definitive root causes for these issues could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit had a poor liquid crystal display (lcd) display. The issue was found during the reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the front panel display disappeared due to a defective front panel, and the average flow was low due to a defective first regulator unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.